Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1134 check vent: blower stalled message, and customer requested and ordered parts ID for a blower assembly. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the part (blower assembly) was ordered for the unit in response to the displayed error "1134 check vent: blower stalled." When checking diagnostics, blower speed would not rise above 3000 rpm despite changing pneumatic controls. To confirm the suspected problem, the unit was connected to a proven working blower assembly borrowed from a proven working unit. The unit resumed normal operation, blower showed >3000 rpm when in use and alarms were no longer active. It is unknown if the device was in use or not. The vent was re-evaluated after replacing the blower assembly as per the service manual instructions and unit now works as per specs. The unit was set to patient ready. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.